Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was hospitalized for the event. On an unreported date, the pt was treated with vancomycin (2 grams loading dose plus 1 gram every 3 days for 2 weeks and route not reported) for peritonitis. On an unreported date, the pt was recovered from the event. Three days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l22013 and h14b10017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.